Manufacturer narrative:
(B)(4). The actual sample was returned to baxter healthcare for evaluation. The device was tested and passed both electrical and functional testing. An external visual inspection was performed per and revealed no problems. The heater and pneumatic system was monitored and found to function normally. The cover was opened and an internal inspection was performed. This inspection revealed no burnt odor, smoke and/or soot was observed. The device was evaluated and no failure or malfunction was identified that could have caused or contributed to the reported issue. The reported issue of a burning smell was neither verified in the log nor during sample analysis. The direct cause for the problem was undetermined. A review of service history previous device servicing did not cause or contribute to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was getting a burning smell during peritoneal dialysis therapy. A swap of the device was initiated and the technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) therapy until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a sample was received for evaluation and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.